Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was hospitalized with diabetic ketoacidosis on (B)(6) 2015. The customer's blood glucose was 400 mg/dl at the time of their high blood glucose event. Customer also reported experiencing nausea, dizziness and headaches from their high blood glucose. Customer's blood glucose was 330 mg/dl at the time of admission. Customer was treated with an insulin drip and manual injections for their high blood glucose. Troubleshooting was not completed as the customer declined to check for site or insulin issues. It was also found the customer had a no delivery alarm on their insulin pump. Customer declined to troubleshoot and stated the alarm was resolved by a complete set change. The customer's insulin pump will be replaced. No additional information provided.